Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The batteries were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The batteries was returned to the manufacturer. Functional testing found that the component batteries would shut down immediately and should hold power for at least 3 minutes.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the device was not holding charge. There was no patient present when this issue was identified.